Manufacturer narrative:
Per labeling treatment of scars is not a cleared indication for the device. Patients with autoimmune diseases have an increased risk of poor healing response post treatment. It was reported the patient sought medical care post treatment due to the second degree burns. The device history record confirms that the product passed and met all requirements before releasing. Burns are expected side effects from such treatments. User error was involved because the device was used over a scar. Though unconfirmed, this is being reported because the patient likely received medical intervention post treatment.

Event description:
It was reported that a patient with lupus experienced second degree burns following a treatment over scars on the abdomen area using icon's max g ipl handpiece.